Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 8:35 am for a high blood glucose levels. The customer's blood glucose at the tome of the call was 236 mg/dl. It is reported that a customer received a motor error alarm on their insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer did not want a replacement pump and felt that they were better off trying another brand of insulin pump because medtronic was too expensive. No further information was provided.